Event description:
The customer reported a leak of a few drops of diluent from the probe of the coulter act diff 12 analyzer while running controls; the probe drip occurred as the probe retracted. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The customer was assisted over the phone by the customer technical support specialist (cts) with removing and cleaning the probe wipe and also bleaching the vacuum path (aspiration path) from the probe wipe via port # 5 to the vacuum chamber. The instrument was then verified by repeating a startup and controls. No further evidence of a leak was observed. (B)(4). Customer was assisted over phone by cts.